Event description:
The report received from the registry indicated that the pt had a myocardial infarction (mi) after the elective index procedure. The mi was reported to be an inferior wall non q-wave mi, and target vessel related. The pt had an associated elevation of the cardiac enzymes. The adverse event (ae of the mi) was reported to be mild in severity, not as serious adverse event, possibly related to the study device(s), and a highly probable relationship to the procedure. The outcome was reported to be resolved with sequels. The pt had two (2) cypher select plus stents implanted in the distal circumflex target lesion. The lesion was reported to be: de novo, a chronic total occlusion (cto) of greater than 3 months (>=3 months), a bifurcation lesion, not ostial, irregular, a readily accessible proximal segment, 2.5 mm vessel diameter, not angulated, eccentric, with little or no calcium, absent of thrombus, a 100% stenosis, 35 mm length, and type c. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 12 atm. A cypher select plus 2.5 x 18 mm stent was implanted at 12 atm, and another cypher select plus 2.75 x 23 mm stent was implanted at 12 atm. The stents were not overlapping. The stents were post-dilated with a 2.5 x 20 mm balloon at 14 atm. A dissection was reported to have occurred after implantation of the cypher 2.5 x 18 mm stent. The report stated that despite the intervention, no re-flow occurred. Control angiography done after twenty-four hours demonstrated persistent no-flow. The pt was discharged the day after the intervention.

Manufacturer narrative:
Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report# 9616099-2007-00812.